Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the customer provided images confirmed the batch number and product number. The image also revealed a partially actuated device with the anchors and suture missing from the needle. No physical damage visible to the imaged device. A visual inspection revealed the anchors and suture not returned with the device. The actuator was fully actuated no physical damage visible to the device. It was determined the device contributed to the reported event. The complaint was confirmed and the root cause was associated with unintended use of the device. Factors, which could have contributed to the complaint event, include an application of unintended inappropriate or excessive force to prematurely activate the device. No containment or corrective actions are recommended at this time.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an arthroscopy, the t1 of the 'ultra fast-fix; was implanted, but t2 fell off. Both t1 & t2 did not stay in the patient. The t1 fell off by itself while tightening the knot. The procedure was completed with a s+n back up device. There was a non-significant delay and no further complications were reported.